Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, cracked tubing at right cylinder.

Manufacturer narrative:
Requests for the explanted prosthesis and for additional information surrounding this event have been made. However, to date neither the device nor the information has been received. Without the benefit of analyzing the explant and without the requested information, quality cannot comment on the condition of the device or the events surrounding this incident. If the explanted device or additional information is received, quality will re-evaluate this event in accordance with procedures. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no significant trends for lot 3851426. Review of nonconforming reports revealed no nonconformance's for this lot. No capas are associated with this lot.